Event description:
Pt required surgical intervention to remove a midline (PICC) catheter. Placement was in the left forearm but resistance was met on placement. An x-ray was taken which indicated that the catheter line was coiled or knotted. Catheter was noted with resistance at insertion. MFR's info checked for guidelines.